Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was in critical override due to loss of network connectivity for over 9 hours. A field service engineer was unable to restore network connectivity despite checking cables, wall ports and replacing network cables. The network was previously connected to port 114d but was later moved to port 115d by hospital information technology, after which connectivity was restored. Final checks confirmed the station was communicating properly, with recent server communication and no upload queue. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was on critical override and disconnected from network. There were no adverse events or injuries reported based on this event.